Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor delivered a high-energy 188j monophasic pulse and then reset. The cause for the failure was isolated to a shorted q13 transistor on the defibrillator pca. The root cause for the shorted q13 transistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.